Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and no non-conformances were identified. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. What do you mean the first two devices did not fix in cooper (ligament) are you saying that the straps did not deploy, did unit jam or was the issue with the straps not adhering to tissue? 2. Device 3 you indicated when you say the 3rd device did fix but it was not ideal are you saying that there was difficulty with the straps penetrating tissue or mesh or did the straps not lie flat against the tissue?

Event description:
It was reported that the patient underwent a retosigmoidectomy on (B)(6) 2019 and the absorbable straps were used. During the procedure, staples did not fix in the cooper. There were no patient consequences reported. Additional information has been requested.